Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that during the post-lumbar interbody fusion (plif) l5-s1 that upon insertion the implant broke. There were no patient complications reported.

Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.